Manufacturer narrative:
E1: facility full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip tissue pad peeled off when the thin membrane was being dissected with the device and there was no falling off noted. The intended procedure was completed with another similar electrocautery knife. The issue occurred during a therapeutic abdominoperineal excision procedure. There were no reports of patients¿ harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8 correction: h5 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on past investigation results, a likely mechanism causing the tissue pad to peel might be the following: 1. During output activation in ultrasonic mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.